Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available.

Manufacturer narrative:
The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Additional information received indicated that the cause of death was congestive heart failure, arteriosclerotic heart disease, hypertensive and diabetics, cirrhosis and renal failure.